Manufacturer narrative:
The reported event of the guidewire penetrated the left ventricular (lv) lead insulation and lead body was confirmed. As received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead noted a partial guidewire was protruding the coil and lead body near the distal end of the lead, consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that prior to lead introduction into the patient's body, the guidewire penetrated the left ventricular (lv) lead insulation and lead body. The lv lead was not used and replaced. There was no patient involvement.

Event description:
It was reported that before the implant, while backloading the left ventricular (lv) lead with a guidewire by the scrub technician, the guidewire penetrated through the side of the catheter. The breach occurred solely during the interaction of backloading the wire into the catheter. No patient contact occurred, and there is no allegation of device malfunction. The lv lead was replaced.